Manufacturer narrative:
Description of event or problem, device identification, device manufacture date: additional information. Age , date of event: corrected data. Approximate age of device : approximate age of device- 1 year, 4 months. Manufacturer's investigation conclusion: the reported history of pump thrombosis could not be confirmed through this evaluation as the device remains in use. The patient remains ongoing on the device. The heartmate ii left ventricular assist system instruction for use lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the event took place in (B)(6)2018. The event date of (B)(6)2018 is estimated. No additional information was provided.

Manufacturer narrative:
Event date is unknown, patient's age is calculated to the communication date of (B)(6) 2019. Event date was not provided. Approximate age of device- 2 years, 6 months; calculated from date issued to the patient to the communication date of (B)(6) 2019. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient has a history of pump thrombosis. The event date(s) are currently unknown. Additional information has been requested but has not yet been received.